Event description:
Consumer indicated that they were using the product with their daughter and claimed that water popped out of the steam inhaler and burned their daughter on the lip and cheek. Consumer indicated that they took their daughter to urgent care where she received a tetanus shot and antibiotics. The consumer indicated that they used (B)(6) lotion with the steam inhaler. User instructions state that users should "not use additives" and to "use water only." This product had been previously recalled in november 2015 and has not been sold at (B)(6) since that time.